Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing due to post paced t wave oversensing was observed via a merlin transmission. The patient was reported to be asymptomatic. Programming changes were recommended.